Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the insulin pump was dropped and received stuck button alarm. Customer was also reported cosmetic damage to the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for cosmetic damage. The customer reported that the pump was dropped or bumped, with no visible damage observed on the pump. Troubleshooting was also performed for a stuck button alarm. The troubleshooting results indicated that the pump required replacement. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
Pump passed self-test. All buttons function properly. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 12/14/2025 20:50:23.000 in pump downloaded history. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies were inspected, and found moisture damage to the motor assembly, pcb1 board and pcb 2 board, and keypad traces. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked battery tube threads, and stained and cracked keypad overlay. All buttons functioned properly during test. No keypad anomaly or stuck button alarm noted. However, found moisture damage to the motor assembly, pcb1 board and pcb 2 board, and keypad traces. Confirmed cosmetic damage to keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.